Event description:
The patient is a female, but her age was unknown. The target lesions were the mid lad and the first diagonal. The vessel was slightly calcified and tortuous. There was 90% stenosis. A brite tip xb3.5 guide catheter (gc) was engaged to the target lesion. The 2.5 x 18mm cypher stent was inserted through the gc, but the cypher became stuck near the subclavian artery within the gc. Therefore, the cypher was retrieved from the patient. The physician confirmed that the stent had shifted on the proximal end of the delivery system. The stent struts were also uplifted in the distal end. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.